Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm and the display was not readable. Blood glucose level at the time of the incident was not provided. Caller reported that the insulin pump had been exposed to extreme cold. The caller was advised to call back with device details to proceed with exchange. The insulin pump was not replaced or returned for analysis.